Event description:
It was reported that during a pci procedure, the maverick otw balloon ruptured. The 90% stenosed lesion was located in the calcified and severely tortuous right coronary artery (rca). The number of inflations and to what atms is unknown, however it was reported that the balloon ruptured "within nominal pressure". No patient complications were reported, and the procedure was completed with another of the same devices. Patient status was reported as 'good'.